Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s infusion system caused meningitis and had to be completely taken out. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient developed a large seroma after placement and actually wouldn't allow refill so neurosurgery attempted to drain. Found to be loculated, several surgeries and I <(>&<)> d (incision and drainage) and explanted 2016. No further complications were reported or anticipated regarding the event.